Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarms as well as insulin pump stopped working. Customer¿s blood glucose was 122 mg/dl. Customer did not receive an motor position encoder error alarm. Customer was not able to complete insulin pump rewind due to insulin pump alarm. Customer stated that the drive support cap was normal. Troubleshooting was performed. The insulin pump will be returned for analysis.